Event description:
Initial report received on (B)(6) 2011. This spontaneous case was reported by a physician (surgeon) via a company representative and involves a (B)(6) female pt. She had been treated with poly-l-lactic acid (sculptra, batch-no. Unk) for cosmetic skin procedure on (B)(6) 2011. Application site: area of cheek. Overall dosage: one bottle of poly-l-lactic acid. After this treatment, the pt complained about severe itching and severe skin redness. On (B)(6) 2011, the pt contacted the physician. Corrective treatment included betamethasone plus chlorphenamine maleate (applicated by the pt herself) and prednisolone at a dose of 60 mg (applicated by the physician). Outcome: ongoing at the time of the report. Other suspect drugs: not reported significant/relevant medical history: not provided. Relevant concomitant medications: not provided. Physician/reporter causality: not provided. A product-technical examination (global ptc-no. (B)(4)) was initiated.